Event description:
It was reported that when the pump is turned on, an alarm was identified. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog number, UDI number and operator of device are unknown, no information provided to date.

Manufacturer narrative:
B5: additional information received on 22-jul-2022: no further information known. Issue occurred during pumps set up, no clinical consequence observed. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition. There was evidence of the error recorded in the event history log. The reported problem was duplicated during functional test. The investigation found the device showing lec 1310 after power up. The 1310 error occurs when the pump is stored with the batteries installed long enough for the batteries to become depleted. Low voltage was the issue that led to the alarm and were customer induced. The error was cleared as corrective action. The root cause of the reported problem was traced to the customer. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).